Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. No technical root cause was identified as the product was found to be within specifications. Diffuse lamellar keratopathy (dlk) is not related to the device. Device worked as intended. Contributing factors of dlk could be sterilization of instruments, handglove powder, surgical techniques (flap lift), pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient had an unknown issue following lasik. The optometrist believes it may be diffuse lamellar keratitis (dlk) while the surgeon thinks it might be epithelial ingrowth. The patient is doing very well visually. Although the patient was advised to increase steroid drop in case it is dlk. No additional intervention was needed. Additional information was received. The doctor indicated the patient is doing great and no intervention is required.